Manufacturer narrative:
The actual device was returned for evaluation with a tear in the hose. Reliability engineering evaluated the device and observed that the device hose had a tear approximately half an inch near the muffler. The type of cut seen was indicative of pulling the unit while attached to the foot pedal. In addition while disassembling the device, it was noticed that the locking assembly had foreign debris and the motor subassembly had foreign debris in the soft couple nut. During pretest low power reading (low rotations per minute) were reflected; the minimum acceptable reading is 75,000 in accordance to the operating procedure, the motor component cylinder was covered in debris and the vanes were worn which causes low rotations per minute readings. The pawls and the locking cylinder were damaged rendering the unit power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of motor components and hose from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during maintenance testing, it was observed that the hose on the motor device had a tear on it. During in-house engineering evaluation, it was observed that the hose had a tear, the locking mechanism had foreign debris, the device had low rotations per minute, the pawls and locking cylinder were damaged rendering the unit power broken. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.